Event description:
Adverse event(s): pt status unk (no known impact or consequence to pt). Product problem(s): "the vitrectomy probe stops working "(device stops intermittently). The surgeon reported that during an anterior vitrectomy, the vitrectomy probe stops working after kicking right on the footswitch for continued irrigation. The surgeon switched out the sys to complete the case. Multiple attempts were made for more info on the event and pt status with no response to date.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. A review of complaints for the last 24 months did not indicate any add'l, related reports for this sys. (B)(4).